Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush breaks (it falls off the brush attachment) / brush falls off into mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer of unspecified gender reported that after brushing several times with an oral-b rechargeable toothbrush, version unknown, his or her oral-b brushhead, version unknown broke (it fell off the brush attachment). He or she has had this happen three times, stating that the brushhead fell right off into his or her mouth while brushing. No symptoms developed.